Event description:
Neuro coordinator reported that the pad on the finger control fell into the patient during surgery. X-ray was used to locate the pad, but the retaining pin was still missing. X-ray did not show it in the patient. The procedure was a lumbar procedure, and the patient was in "prone position". On the follow up it was reported that there was no patient impace. Although the retaining pin was not located, it was determined that it was not left in patient.